Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction to e2; g2: added healthcare professional. This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to electrical failure of the front case assembly of keypad. A review of the device history record showed the device had a manufacture date of 06apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up supplemental will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.